Manufacturer narrative:
(B)(4). The reported inappropriate therapy and noise was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the patient received few inappropriate shocks due to noise. Some shocks were also inhibited due to noise reversion. Device was hard to interrogate. Device was explanted and replaced. Patient&#38112;condition was fine.